Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely stress led to the issue, however; a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the adhesive on the bending section cover of the distal end was detached. There was no patient involvement.